Event description:
It was reported that a patient implanted with an impella 5.5 experienced hypotension and cardiac arrest. Chest compressions were given. The patient is in stable condition.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the hypotension, anemia, and cardiac arrest was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.